Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as soon as the nurse got a red alarm ¿system failed to start¿. The arctic sun device powered down and then powered back up to retry. From mss call received on (B)(6) 2022, nurse reported they were trying to initiate their hypothermia protocol and the device alarmed and shut off. Nurse attempted to restart the device and it started to smell like burning rubber. The device was plugged into a wall outlet. Nurse cycled the power again using a different wall outlet and the screen was red. Mss recommended the nurse to change to a different device and send this one to their biomedical engineering department for repair. Mss recommended the nurse to call sister facilities to see if they could borrow a device. They had another device; however, it was in use. As per follow up information received on 06apr2022, there was no patient involvement in this case and device was sent for evaluation. As per sample evaluation results received on (B)(6) 2022, it was reported that after the initial repair was performed, there was an issue with the pressure while the unit was cooling. This was caused by an air leak from the manifold assembly and circulation the power cord needed to be replaced due to high resistance. It was noted that the screen protector was missing.

Manufacturer narrative:
As per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that as soon as the nurse got a red alarm ¿system failed to start¿. The arctic sun device powered down and then powered back up to retry . From mss call received on 02apr2022, nurse reported they were trying to initiate their hypothermia protocol and the device alarmed and shut off. Nurse attempted to restart the device and it started to smell like burning rubber. The device was plugged into a wall outlet. Nurse cycled the power again using a different wall outlet and the screen was red. Mss recommended the nurse to change to a different device and send this one to their biomedical engineering department for repair. Mss recommended the nurse to call sister facilities to see if they could borrow a device. They had another device however, it was in use. As per follow up information received on 06apr2022, there was no patient involvement in this case and device was sent for evaluation. As per sample evaluation results received on (B)(6) 2022, it was reported that after the initial repair was performed, there was an issue with the pressure while the unit was cooling. This was caused by an air leak from the manifold assembly and circulation the power cord needed to be replaced due to high resistance . It was noted that the screen protector was missing.